Event description:
It was reported that during a da vinci s prostatectomy procedure, the camera clutch pedal (located on the surgeon console) stopped working. The surgical staff power cycled the system and non-recoverable system error code 3 occurred when the system was powered back on. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 3 was associated with the user interface & status (uis) board. The uis performs multiple functions, one of which is to read and report the status of the 5 console foot switches. The system was repaired by replacing the affected uis. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 3 appears when the da vinci s safety system determines that a redundent switch was missing its ground sense, or the contacts did not report as expected at startup. Upon determining these conditions, the system records the fault and transitions to a safe state. The uis was returned to intuitive surgical for failure analysis investigation and engineering was able to replicate the reported failure mode during internal testing and evaluation. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.